Manufacturer narrative:
Correction- manufacturer report number 3008377825-2025-00495 submitted on oct 6 2025, this should have started with 2017865 instead.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead and the patient's pacemaker noise oversensing which led to pacing inhibition. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable in condition.